Manufacturer narrative:
Eval summary: request for devices and x-rays were denied by hospital and surgeon. Without further info on surgery and/or return of products and/or x-rays, the probable cause for the pt's pain & loosening cannot be determined. A field action was conducted on (B)(6) 2010 per correction number 1822565-04/19/2010-001c, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt's knee was revised due to loosening and pain.